Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that she experienced a "packaging issue" with her onetouch ultra2 system kit. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that an unspecified date and time at the beginning of (B)(6) 2012, the patient discovered that subject system kit came in with "missing lancets." The patient stated that she manages her diabetes with insulin (unknown type and dosage) and denied making any changes to her usual diabetes management routine in response to the reported issue. A week after the alleged product issue occurred, the patient claimed to have developed symptoms of feeling "shaky" but denied receiving any treatment in response to the symptoms. During troubleshooting, the cca educated the patient that the test strips are not included with the system kits and the reported issue was resolved. Replacement products were sent to the patient. Although the patient did not receive any treatment after the reported issue occurred, this complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.